Event description:
It was reported that the slot for the non-(B)(6) mat cord/diathermy pad inlet was broken. There was no patient involved. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).